Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the tilt actuator motor is intermittently not working. Dealer states he hears the motor but tilt function will not engage. Dealer also states tilt motor is extremely loud. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.